Manufacturer narrative:
The customer did not provide patient demographics such as age, sex, date of birth or weight. A beckman coulter (bec) field service engineer (fse) was dispatched to assess this analyzer. The fse cleaned the sample probe, adjusted the power supply voltages and aligned the tubing. These adjustments were performed for system optimization and are not confirmed as contributing to the non-reproducible elevated access accutni+3 result. The fse ran a 10 repetition precision run using low level access accutni+3 control and performed verifications. The precision run passed with good precision and all verification tests passed within specifications. The service activity performed was verified to meet the specified requirements per established procedures. Results met published performance specifications. The access accutni+3 reagent was not returned for evaluation. In conclusion, an assignable cause of the non-reproducible, false positive access accutni+3 result is unknown and cannot be determined with the information provided.

Event description:
The customer reported obtaining a non-reproducible, false positive troponin I (access accutni+3) result on the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)) for one (1) patient. An initial access accutni+3 result of 0.285 ng/ml was obtained but was not reported outside of the laboratory as it was above the laboratory's reference range of 0.06 ng/ml. The initial result reflexed and the sample was automatically repeated with a result of 0.028 ng/ml generated. The sample was repeated two additional times with results of 0.035 ng/ml and 0.026 ng/ml obtained. The sample was re-spun and reanalyzed on the laboratory's alternative access 2 immunoassay system (serial number not supplied) and unicel dxi access immunoassay system (serial number not supplied). Results obtained from the alternative access immunoassay systems were also negative. There were no reports of patient injury or change to patient treatment associated with this event. System parameters such as calibration, quality control and system check have been passing assay and instrument specifications. The sample was collected in a light green becton dickinson plasma separator tube (pst). The sample was centrifuged at 3000 revolutions per minute (rpm) for 10 minutes at room temperature. No sample integrity issues were reported by the customer. A beckman coulter (bec) field service engineer (fse) was dispatched to access the analyzer.